Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance with the guide wire was confirmed. Based on visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an av fistula. The 6 x 20 mm armada 35 balloon catheter was prepared per the instructions for use (IFU) and advanced onto the guide wire. As the armada 35 balloon catheter was advanced, resistance was met with the guide wire. During removal, resistance was noted with the guide wire. The guide wire was wiped down, and the balloon was re-flushed. Another attempt was made to advance the armada 35, but the same resistance was noted. The device was no longer attempted to be used. A new 6 x 20 mm armada balloon catheter was used with the same guide wire, and the procedure was continued without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.